Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was occurred. The philips field service engineer (fse) visited system onsite and confirmed the that host pc was not booting up, showing bluescreen. Upon troubleshooting, the fse identified that the hard disk was failed intermittently in the host pc. To resolve the issue, the fse replaced the hard disk and restored the ghost image. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot, preventing the system from booting. No harm to the patient or user was reported. Philips has started an investigation of this complaint.